Event description:
The account alleged the bed is not communicating with the nurse call system. No pt impact.

Manufacturer narrative:
The technician found broken pins in the communication cable. The technician replaced the communication cable to resolve the issue.